Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to recognize the therapy ECG connection during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The user indicated there was no impact to the patient, as a back up device was readily available.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. During evaluation root cause was determined to be user error. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to recognize the therapy ECG connection during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. The user indicated there was no impact to the patient, as a back up device was readily available.